Event description:
The customer contacted baxter's technical service center to report smoke on a homechoice (hc) machine during use. The home patient (hp) stated that when she turned on the hc, smoke started coming out of the back. The technical service representative (tsr) initiated a swap of the machine. The tsr had the hp remove the pro card. The hp will use manual supplies for the night. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported condition of smoke coming out the back of the homechoice was confirmed during device evaluation; the assignable cause was smoke and soot/contamination caused by heat damaged solid state relay on the accomp printed circuit board (pcb). The device functioned normally during evaluation. Following the evaluation, the device was sent for servicing with special instructions to scrap the device.